Manufacturer narrative:
The lot was manufactured between november 28, 2017 - november 29, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unspecified date in (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. The device had been filled with 4450mg fluorouracil in 116ml 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.